Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump alleged under delivery. Customer was hospitalized due to hyperglycemia and the blood glucose level was 400 mg/dl to 600 mg/dl at the time of incident. Customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose level. Customer declined to perform a carelink upload. Customer was treated with insulin for high blood glucose level. Customer did not mention any symptoms related to high blood glucose value. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No damage on the motor assembly noted. The motor was tested outside of the device and passed. The test p-cap locks properly in the reservoir compartment noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).